Event description:
Event 1 [redacted date] [redacted name] endoscopy while preparing IV fluid, the fluid would not flow through the IV tubing. Continue-flo solution set tubing was noted to have a defect with tubing very flat in one area and in a knot. This was not caused by the user. Event 2 [redacted date] hematology while hanging patient's nelarabine, when clamp was unclamped, the line cracked. Chemo spill protocol implemented appropriately with cheryl rn. Chemo did not touch the patient. Pharmacist ([redacted name]) contacted, and response said chemo would be remade. On call fellow ([redacted name]) and covering provider ([redacted name]) notified. Bag was discarded according to chemo handling policy. Event 3 [redacted date] step down "I was moving my pump that had levophed running through it, and I noticed that my IV tubing had come disconnected from the line hub and therefore no longer connected to the patient. The amount of time it was disconnected was unknown. The patient had a small dip in his blood pressure but not below his map goal of >65. The tubing was promptly changed and reconnected to the patient and no harm was done. The tubing was saved, and a picture was sent to [redacted name]. Baxter clearlink system continu-flo solution set 2c8537s 120", 18.8ml, 3 luer activated valves" initiated retrieval on [redacted date]. [Redacted date] sample delivered to [redacted name]. [Redacted date] mailed [redacted name]. Event 4 [redacted date] heart and vascular IV tubing infusing epi was found to be broken and leaking. Patient arrived from or with epi infusing. A puncture/hole was found in the tubing below the pump. Fluid was on the floor beneath the tubing, unable to determine how much medication has infused. Tubing sequestered for investigation. Manufacturer response for IV tubing, IV tubing (per site reporter) ongoing issue.